Event description:
It was reported to philips that the device had a backup alarm failure. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.

Manufacturer narrative:
G4:29dec2020. B4:29dec2020 . The device was reported as being in use at the time of the event on a patient. The customer had a standby ventilator which was immediately connected to patient and there was no delay in therapy. A philips service engineer (se) evaluated the device and the reported issue was unable to be confirmed. The error code was confirmed in the error log. While the error was not duplicated by the operational check performed, the central processing unit printed circuit board assembly (cpu pcba)mounting the backup alarm was replaced as a preventative measure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.